Manufacturer narrative:
Section a2: additional information section d4: correction manufacturer's investigation conclusion: a direct correlation between the device and the report of suspected device thrombus could not be conclusively determined through this evaluation. A specific cause for the elevated ldh could not be conclusively determined through this evaluation. A direct correlation between the device and the reported power spikes could not be conclusively determined through this evaluation. Log file 85211032 contained data spanning from 5/17/2019 at 22:33:34 to 5/21/2019 at 09:20:01, per the timestamp. Intermittent elevations in pump power/estimated flow associated with pi events were captured throughout the log file. No notable alarms were captured. A specific cause for the change in pump parameters could not be conclusively determined. Additional information was requested from the account; however, none was provided. The patient remains ongoing on the device. The heartmate ii lvas IFU lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was admitted on (B)(6) 2019 due to elevated ldh. There were no other signs of pump malfunction. Echocardiograms noted decompressed left ventricle. The patient was treated with intravenous anticoagulation. No further information was reported.

Manufacturer narrative:
Section a4: additional information. Section b5: additional information.

Manufacturer narrative:
Approximate age of device: 1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was admitted for pump thrombosis. The patient was treated for elevated ldh with IV bivalirudin. Log file analysis noted power elevation on (B)(6) 2019. No further information was provided.